Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they haven't turned on their ins in over a year. They added that they turned it off because they were pregnant for a little bit, but then lost the baby because they weren't suitable (miscarriage was not a result of the device/therapy). The patient added that they never turned "stimulator back because stimulator wasn't doing anything bad but was getting to the point where it was hurting [them] and it had started to really hurt." The patient added they weren't able to go to the bathroom as much as they had been able to. They have the ins incase they need to use it, but they had been doing fine. The patient also said the device felt like it was sending a shock to where it felt like they had a wedgie. They added that it wasn't hurting them to the point where they were doubling over in pain, but it was very uncomfortable. No further patient complications have been reported as a result of this event.